Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was moderately tortuous with no calcification. It was reported that the physician attempted to cannulate the contralateral side with an introducer sheath, with the inaccurate delivery of the guidewire a dissection of the iliac artery occurred. This was repaired with placement of an iliac limb cuff. Upon final angio the results were fine. No additional clinical sequelae were reported and the pt is fine.